Event description:
Synergy china registry. It was reported that arteriosclerotic heart disease occurred. In (B)(6) 2019, the subject presented with myocardial infarction and silent ischemia and was refereed to cardiac catheterization. The index procedure was performed on same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to mid rca with 100% stenosis and was 22 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eight days later, subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject was diagnosed with arteriosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. At the time of reporting, the outcome of the event was recovering and resolving. Six days later, the subject was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Corrections: b2 outcomes attrib to adv event: corrected to hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage. H6 impact codes: serious injury/illness/impairment corrected to hospitalization or prolonged hospitalization.

Event description:
Synergy china registry. It was reported that arteriosclerotic heart disease occurred. In (B)(6) 2019, the subject presented with myocardial infarction and silent ischemia and was refereed to cardiac catheterization. The index procedure was performed on same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to mid rca with 100% stenosis and was 22 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Eight days later, subject was discharged on aspirin and ticagrelor. In (B)(6) 2022, the subject was diagnosed with arteriosclerotic heart disease and was hospitalized on the same day for further evaluation and treatment. Medication was given to treat the event. At the time of reporting, the outcome of the event was recovering and resolving. Six days later, the subject was discharged on aspirin and ticagrelor. It was further reported that in (B)(6) 2023, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further treatment. Medication was given to treat the event. At the time of reporting, the event was considered to be recovering and resolving. Three days later, the subject was discharged on aspirin and ticagrelor.